Event description:
It was reported that during a cholecystectomy the er320 from the lap chole kit locked out and would not disperse any clips after 4 clips were fired. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #x9402w. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with trigger closed. Upon testing, the trigger could not be activated due to being jammed. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found to be bent causing the premature activation of the lockout mechanism and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 13 clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device.